Event description:
A hospital in (B)(6) reported to our distributor that there was an air leak on the expiratory limb of two rt340 adult dual heated evaqua breathing circuits. This was found during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4). One of the returned circuits was from lot 120712 and the other circuit was from lot 120328. Both circuits were visually inspected for the reported damage. Results: visual inspection revealed a hole in the evaqua expiratory limb on both of the returned rt340 breathing circuits. A hole was identified approximately 16 cm from the proximal connector on the rt340 from lot 120712 and approximately 37 cm from the proximal connector on the rt340 from lot 120328. A lot check revealed no other complaints of this nature for lot numbers 120712 & 120328. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limbs were punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.